Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise oversensing, leading to an inappropriate electric shock. The patient was evaluated and the noise was not able to recreate. Programming options were recommended and continue monitoring. Currently, this product remains in service and no additional adverse patient effects were reported. Additional information was received, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received a subsequent inappropriate shock, it was noted that the patient has had untreated and treated episodes in the past with similar oversensing of noisy signals. Technical services (ts) was consulted, discussed possible proximal electrode cable noise. Ts suggested possible reprogramming options such as setting the secondary sensing vector. It was noted that when programmed to the secondary vector no noise was able to be reproduced. This s-ICD system remains in service. No additional adverse patient effects were reported

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise oversensing, leading to an inappropriate electric shock. The patient was evaluated and the noise was not able to recreate. Programming options were recommended and continue monitoring. Currently, this product remains in service and no additional adverse patient effects were reported.